Event description:
It was reported that despite frequent fitting sessions, the pt could not develop sufficient benefit. Telemetry testings in situ showed a properly working device. Med-el has not been informed earlier about this case. The pt was explanted on (B)(6) 2011.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.